Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported failure for ultrasonic error but not short circuit error. The device failed the probe check and prompted a "u509-ultrasonic level error." Both switches were found functional during evaluation. Visual inspection found tissue build up on the jaws. The teflon pad has normal wear, no metal exposed, and no abnormality. The distal end of the device had no damage to the probe. No other non-conformities were found during the evaluation. The cause of the "u509" error is most likely due to the probe being damaged internally.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the teflon pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." If additional information or if the device is received at a later time, this report will be supplemented accordingly.

Event description:
Olympus was informed that during an unknown procedure, several probe damage error messages were observed on the electrosurgical generator (esu). The probe damage error messages were cleared and the procedure was continued. Shortly after continuing, an ultrasonic and short circuit error message was observed. It was stated that there was no metal touching when the error messages occurred. The physician replaced both the transducer and device with similar devices. The intended procedure was successfully completed. There was no patient injury reported. Olympus followed up with the user facility to obtain additional information regarding the reported event and was informed that there was some metal exposed on the grasping section of the device. However, no device fragment fell into the patient. There was intense squealing noticed and the physician removed the device for inspection. It was reported that the issue occurred during the seal and cut function of the device. No further information was provided.